Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The investigations for both lot numbers are being provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m149204. With internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m149204. Test base part number 190-430 / lot m149204. The lot met the required release specifications. A review of the complaints reported as invalid patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149204 showed that the complaint rate is (B)(4). In conclusion, a review of complaints against the kit lot for the reported issue indicates that product performance is as expected and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported invalid results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021 and (B)(6)2021. This MFR. Report addresses patient 1 of 2. The customer reported a invalid result with the ID now covid-19 assay performed on (B)(6)2021 on a on a direct tested nasal kitted swab. Repeat testing was not performed. The customer reported the patient experienced a delay in treatment due to the test results. No further information was provided.